Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had an abdominal hernia and was going to need surgery to have the hernia repaired. The caller reported that the patient's healthcare provider (hcp) would need to put in a mesh to repair the muscle because "it may have been cut." The caller mentioned that the patient's navel was ruptured during the implant surgery and the patient needed surgery there and the patient was having pain around the navel part. The patient's hcp told the patient that the issue was just gas, but the patient reported that "its gotten 3 times bigger" and it was really big now. The caller reported that the patient's symptoms were worse and the patient was not going to the bathroom as often as they used to, but was still going. The caller indicated that the patient has tried turning stimulation up from 7 to 9 and thinks that they were at 1 at the time of the call and feels stimulation, but their symptoms are not being helped. The caller was advised to have the patient follow-up with their hcp to discuss program changes and regarding their need for hernia repair. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.